Event description:
Pt receiving tpas via burette and avi 3100 pump. Shift change with 2 rns checking calculations and pump settings = burette filled and emptied too fast delivered approx 40 cc in 40 min despite pump settings. Pt given insulin for hyperglycemia and diuretic to prevent fluid overload. Pump and tubing set evaluated by clinical eng staff = reproduced error in tubing, not pump.